Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not grabbing the clip and was very stiff when closing. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was installed and operated on an in-house system, where it successfully passed recognition and engagement testing. The instrument demonstrated intuitive movement with a full range of motion in all directions, the clips opened and closed properly, and the clip test passed on all three attempts. The instrument was confirmed to be fully functional, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.